Event description:
Caller reported an issue with the pixel display on the pump, which affected their ability to interact with the device. There was no adverse impact on the customer's blood glucose level. To address the problem, technical support decided to replace the pump, confirmed that the pump was under warranty, and arranged for its shipment. The customer was instructed to use multiple daily injections as backup insulin therapy and understood how to set the pump to storage mode before returning it with a pre-paid label within 10 days.